Manufacturer narrative:
Date is approximate. Other applicable components are: product ID: 3093-33, lot# v514854, implanted: (B)(6) 2010, product type: lead; product ID: 3058, serial# (B)(4), implanted: (B)(6) 2016, see manufacturer¿s report # 3004209178-2018-2580 2 for concomitant ins information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they had their right device removed because the leads were defective, patient reported they were never able to use the right side device. No patient symptoms were reported. No further complications were reported or anticipated.